Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the number of turns to extend/retract the helix exceed specification. The full lead was returned and analyzed. Helix disengaged from helical channel. Blood/body fluid was present in/on the helix mechanism. The helix cannot be tested due to the helix being over retracted.

Event description:
It was reported that during the implant procedure, the screw mechanism was not operating smoothly. The lead was not implanted and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the number of turns to extend/retract the helix exceed specification. The full lead was returned.